Event description:
The service report shows that while performing preventive maintenance on the unit, the mallinckrodt customer support engineer (cse) noticed that the audio alarm is functioning intermittently. The cse inspected the device and replaced the audio alarm. The unit passed extended self testing. There was no patient involvement.